Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and replaced the power supply printed circuit board (pcb) and the graphical user interface (gui) to breath delivery (bd) unit cable. The unit then passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator had a loss of communication. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed. There is no report of serious injury or death associated with this event.